Event description:
In 2009, the pt reported that "once or twice a month" for about the past 1-2 months, she does not think the up/down buttons were properly working. She stated she would have "abnormally high" blood glucose readings (no values given) and the "beeps have been missing" on her device. She stated her device has not been dropped but has been exposed to moisture. She said the buttons pop up when pressed. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.